Manufacturer narrative:
Conclusions: device not returned, no evaluation can be performed. Device not provided to manufacturer for evaluation. Complaint type is being monitored and analyzed. Tegaderm chg complaints are significantly reducing based on number of units sold. 3m's updates to the package insert, additional instruction sheets, and educational programs are being effective in ensuring optimal use of the product. The insert provides the following information on site care: the site should be observed daily for signs of infection or other complications. If infection is suspected, remove the dressing, inspect the site directly, and determine appropriate medical intervention. Infection may be signaled by fever, pain, redness, swelling, or unusual odor or discharge. Inspect the dressing daily and change the dressing as necessary, in accordance with facility protocol. Dressing changes should occur at least every 7 days, per current cdc recommendations and may be needed more frequently with highly exudative sites or if integrity of the dressing is compromised. The tegaderm chg dressing should be changes as necessary: if the dressing becomes loose, soiled or compromised in any way. If the site is obscured or no longer visible. If there is visible drainage outside the gel pad. If the dressing appears to be saturated or overly swollen...

Event description:
Patient with subclavian cvc developed erythema and ulceration under chg gel pad of 1657r tegaderm chg dressing. The dressing had been in place for more than 24 hours. Multiple dressings had been applied to this site. Dressing had been exposed to moisture while showering. Skin was prepped with chloraprep during dressing changes. In response to symptoms, medical treatment included antiseptics and IV antibiotics. Catheter was not removed no cultures were taken. Skin condition was improving.